Event description:
The pt experienced a lift-threatening gastrointestinal bleed (duodenal), which then strained his heart, causing ischemia. On (B)(6) 2018 ER visit with new diagnosis of atrial fibrillation; (B)(6) admitted and started on warfarin and heparin, (B)(6) 2018 cardiac catheter with drug eluting stent started on plavix; (B)(6) bloody diarrhea, (B)(6) ER visit finding gi bleed by CT and hemoglobin of 7. Medevac'd by air ambulance to (B)(6), where required egd and cardiac catheterization. Pulmonary hypertension, aortic stenosis, cad, atrial fibrillation, diastolic dysfunction for additional info, please contact (B)(6).